Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the complaint is confirmed and product is out of specification DHR revealed all required challenges samples and testing was performed as per specification in according with in-process sampling plans and out - going sampling plans. Investigation conclusion: the complaint is confirmed and product is out of specification. Root cause description: excessive epoxy on the hub of the needles could have occurred when there is stoppages at the cannula station. The manufacturing process was reviewed. The production technician was supposed to remove the first rack once the machine start running again to prevent hub with the excessive from flowing to the next station.

Event description:
It was reported that a needle 23g 1in had foreign matter that was like adhesive on the hub.